Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending branch. An opticross hd imaging catheter was advanced for an ultrasound examination of the target lesion. During procedure, the tip was detached. The procedure was completed with a different device. The patient condition following the procedure was stable.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).